Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.device evaluated by manufacturer: no, the lens was discarded by the facility.(B)(4).method: lens work order search.results: a lens work order search revealed there were one similar complaint within the work order. Conclusions: based on the complaint history and work order search, the root cause of the event has been determined to be due to patient's anatomy and was not lens related.(B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +16.00 diopter collamer single piece lens in the patient's right eye. The patient's zonules were not strong enough to hold the lens in place. The physician decided to remove the lens and implant a sulcus lens. This incident was patient related. No issues with the lens. This was the second attempt to implant a lens on the same patient, same eye during the same procedure. The lens was discarded by the facility. See MFR. Report #2023826-2016-00175 for primary lens.

Manufacturer narrative:
(B)(4).